Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant procedure; the lead could not be fixed when it was placed on the left ventricle. Physician attempted several times to implant the lead but failed. A new lead was implanted. No adverse consequences reported on the patient. Patient was recovering.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.